Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error 23075 may be attributed to user-induced factors such as the surgeon releasing a master tool manipulator (mtm) during following mode while their head is in the high-resolution stereo viewer (hrsv) or a user applying external force to an arm on the patient side cart (psc).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate issue with the left master tool manipulator (mtml) drooping while manipulating. The fse performed counterbalance, signal range, and gravity compensation calibration on mtml. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer experienced issue of the universal surgical manipulator 2 (usm) moving "weirdly". The surgeon stated that any instrument under the left-hand control drifted when they let go of the hand control of usms 1 or 2. The surgeon also stated that there was tension on the instrument when it was in use at the console. The surgeon stated that the issue was occurring on both consoles equally. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended surgeon remove their head from the console prior to releasing the instrument. The procedure was completed with no reported injury.